Event description:
It was reported that a vena cava filter allegedly had a slight cephalad misplacement after deployment and had perforated the cava about 3 mm. After a normal deployment, the filter allegedly jumped a little bit. Cavagram reportedly showed a leg outside the cava. A CT was performed and it appears that 2 legs of the filter have allegedly perforated the cava wall. There is no extravasation and no tilt. The physician stated that he did encounter some friction when removing the delivery system. The inner diameter of the vena cava is 26 mm. The physician has decided to leave the filter in place. No pt injury.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided. The result of the investigation was inconclusive as no sample was returned for evaluation. Based on the x-ray review, the alleged penetration could not be determined. It is inconclusive for penetration. Root cause unk. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.